Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 30, 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device. There was some evidence of blood. A pre-cautery test was performed on the device with a reference generator and bipolar cable. The device passed the pre-cautery test; it produced energy and steam. Based upon these findings, the reported failure, "no power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb endoscopic vessel harvesting system stopped working. It would not power up. The unit was removed and a new kit was opened to complete the procedure. There were no pt effects. The product was returned.